Manufacturer narrative:
Tw ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 6 pro hand piece failed to energize and caused a delay in the case. They swapped out the cable and also the bovi machine and still couldn't get it to energize. Two more kits were opened to test it, and they got the same result. They were eventually able to get power to the hand piece and finished the case with the third device. However, it failed again when they tested it after the case was completed. No patient harm was reported.

Manufacturer narrative:
Tw #(B)(4).

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview 6 pro hand piece failed to energize and caused a delay in the case. They swapped out the cable and also the bovi machine and still couldn't get it to energize. Two more kits were opened to test it, and they got the same result. They were eventually able to get power to the hand piece and finished the case with the third device. However, it failed again when they tested it after the case was completed. There was a procedural delay while they were troubleshooting the issue. No patient harm was reported.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/15/2024. An investigation was conducted on 04/18/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed on the device. The c-ring was observed to be intact with no visual defects. The blade and bipolar electrodes were observed to be intact with no visual defects. A mechanical evaluation was conducted. The toggle extended and retracted the blade. An electrical evaluation was performed. A pre-cautery test was performed and repeated 10 times over a 10 minute period according to the procedure in the instructions for use (cv000001597 rev. G). The device passed the pre-cautery test with a reference generator (recommended setting of 18) and reference bipolar cord. The bipolar cord connection was manipulated during activation. The device remained active and no intermittent continuity was observed. The device produced steam and the saline was observed to ¿boil¿ on the test gauze each time. Based on the results of the evaluation, the reported failure "failure to deliver energy" was not confirmed. The lot # 3000358256 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a